Event description:
It was reported that the patient experienced numbness and dysphoria. The pump contained fentanyl and ropivicaine. The hcp sent the drug to be analyzed. The pump was explanted and replaced. Additional information has been requested from the hcp, but was not available as of the date of this report.